Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Reporters phone number: (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A service & repair evaluation/review was attempted; no service history review can be performed because the lot/serial number cannot be traced. The manufacture date is unknown. The service history review is unconfirmed. Device history records review was attempted. The report indicates that the: part # 314.02, lot # 2166. Manufacturing location: (B)(4). DHR not available as device is older than 13 years. Referring to (B)(4) (filing and archiving of specification documents) version ai valid until august 2014 the manufacturing documents for instruments had to be stored for 10 years. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a wooden handle of a 2.5 mm small frag screwdriver broke into two pieces while inserting 3.5 mm cortical screw during an open reduction internal fixation (orif) of media distal tibia on (B)(6) 2017. The generated fragments were removed easily with no additional medical intervention. There was a surgical delay of approximately 1 minute to obtain a new screw. The procedure was completed successfully. No unanticipated x-rays were performed on the patient. The patient outcome is fine. Concomitant devices reported: 3.5 mm cortical screw (unknown part and lot #, quantity # 1). This complaint involves one (1) device.

Manufacturer narrative:
The service and repair evaluation states: the customer reported the handle broke into two pieces. The repair technician reported the handle was cracked at the pin, and a piece of the handle was broken off and missing. Handle cracked/broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Report was initially submitted on nov 02, 2017, but the FDA site was down. Advised by FDA on nov 06, 2017 to resubmit medwatch.¿ product development investigation was completed. A visual inspection and drawing review were performed as part of this investigation. The device was returned to service and repair where the complaint condition was able to be confirmed as the device was found to be broken and missing a segment. The device was unable to be repaired and was forwarded to customer quality for investigation. The returned instrument was examined and the complaint condition was able to be confirmed as the phenolic handle was found to be broken and missing a segment. No definitive root cause was able to be determined however the device handle is composed of phenolic le grade which is susceptible to becoming brittle after repeated thermal cycle such as that which would occur during the sterilization cycle. The device is 20+ years old (mfg prior to may-1997), as such instrument age likely contributed to the complaint condition. The complaint condition cannot be replicated due to post-manufacturing damage. The small hexagonal screwdriver with holding sleeve (314.02) is a common trauma instrument, noted in 34 system technique guides including: small fragment, 2.7mm/3.5mm va lcp elbow and standard tibial plateau leveling osteotomy. In each system, the driver is utilized to insert screws with 2.5mm hexagonal recesses. Relevant drawings for the returned instrument were reviewed. No lot was etched on the instrument handle, as such the device was manufactured prior to revision of the top-level drawing (prior to 01may1997). The design, materials and finishing processes were found to be appropriate for the intended use of these devices. No device history review was able to be completed due to a previous record retention policy. No service history was able to be completed as the device is lot/batch controlled. No dimensional analysis can be completed due to post-manufacturing damage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.